Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to one high impedance measurement and a polarity switch on the right ventricular (rv) lead. This occurred at the same time the patient was having a hip surgery performed. The lead remains in use. No patient complications have been reported as a result of this event.